Manufacturer narrative:
(B)(4). Device product code: phx. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -04978.

Event description:
It was reported that the patient underwent a right should arthroplasty. Subsequently, the patient plans to be revised due to the loosening of the stem due to patient activities. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of device history records found these units were released to distribution with no deviations or anomalies. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A radiograph was provided and reviewed by a health care professional. Review of the available records identified the following: the image quality of the topogram does not allow evaluation of the distal humeral bone and loosening/radiolucency can not be excluded. The bones are osteopenic. Overall alignment appears anatomic. Component fit can not be properly evaluated due to limited bone visualization and loosening/radiolucency can not be excluded. Root cause could not be determined. It is noted that the stem loosened due to patient activities; however, this is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.